Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that the patient's tubing came apart at the tubing connector on 13-dec-2024 while the patient was sleeping. The site was patient's abdomen and pump was in the pocket. Moreover, the infusion set was used for one day. No further information was available.